Event description:
Pt received a 3.0mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the 1st diagonal branch during index procedure. Prox lad was also treated during procedure as side branch. Stent implant was successful; however, it was reported that 1 day post stent implant, the pt suffered an mi. Investigator reported that the event was possibly related to the study stent and the procedure.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
Approximately 31 months post the index procedure, the patient expired. Death was listed as non-cardiac (cancer death). Investigator indicated the event was not related to the device

Event description:
Investigator assessed the mi event which occurred one day post index procedure to be probably related to the study device.